Event description:
A stone was successfully engaged in the basket. Upon removal the tip of the basket broke and detached in the pt's ureter. An unsuccessful attempt at retrieving the detached segment followed. An open procedure was performed for successful removal of the stone and device. The pt's condition is good. No info was available regarding the size of the stone encapsulated in the basket. Co's directions for use for this product state: "some stones may be too large to be removed endoscopically with a stone retrieval basket. To avoid stone impaction, fluoroscopy or x-ray should be used to determine the size of the stone; do not use the helical basket if the stone is too large to be removed endoscopically or held in the basket."